Event description:
It was reported that the customer had low blood glucose levels (40 mg/dl), a seizure, and became unconscious. The customer was taken to the emergency room and was released after an hour an a half. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.